Event description:
On removal line was found to be leaking. Line inserted under x-ray imaging and functioned without any problems. 27 days later surrounding skin appeared inflamed. This was thought to be due to a sensitivity to have v300 opsite dressing. The dressing was replaced by a tegaderm dressing but improvement did not occur. Finally the occlusive dressings were omitted and a bandage applied. In 03/2002 there was evidence of a bright green adorless discharge which was subsequently swabbed, no growth was cultured but the skin condition deteriorated. 24 days later the line was prematurely removed and found to be leaking. The patient had undergone 10 weeks of infusion 5 flurouracil chemotherapy. Patient injury, medical/surgical intervention was required. No other information provided.